Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Although there are many potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned, an assignable cause of undeterminable has been assigned.

Event description:
It was reported that during the thrombectomy procedure the balloon ruptured inside the patient. The device was removed. There was no clinical consequence to the patient.

Manufacturer narrative:
The device was disposed of at the facility.

Event description:
It was reported that during the thrombectomy procedure the balloon ruptured inside the patient. The device was removed. There was no clinical consequence to the patient.